Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported that the 7900 system alarmed when booted up. No pt injury was reported.